Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details ha review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma® with lidocaine in the temples, cheeks (ck1, ck2, ck3 and ck4), and lateral jaw. Patient was concomitantly injected with juvéderm® volift® with lidocaine in the cheeks (ck3). Three days later, patient experienced swelling, redness and firmness and abscess. Swabs were taken four times and blood were taking twice within three months. Ultrasound performed to the face. Test results and ultrasound results were not provided. Treatment was noted with 11 times "drainage of abscess from different areas of the face. (Patient was) hospitalization for IV, ab's, multiple healite treatments, complimentary skin care and hyalase." Event noted as resolved but caused facial scarring and volume loss to the face. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00379 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma® with lidocaine.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma® with lidocaine in the temples, cheeks (ck1, ck2, ck3 and ck4), and lateral jaw. Patient was concomitantly injected with juvéderm® volift® with lidocaine in the cheeks (ck3). Three days later, patient experienced swelling, redness and firmness and abscess. Swabs were taken four times and blood were taking twice within three months. Ultrasound performed to the face. Test results and ultrasound results were not provided. Treatment was noted with 11 times "drainage of abscess from different areas of the face. (Patient was) hospitalization for IV, ab's, multiple healite treatments, complimentary skin care and hyalase." Event noted as resolved but caused facial scarring and volume loss to the face. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00379 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe has been discarded.